Event description:
It was reported that a tsw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that upon firing the instrument with white cartridge, it appeared that the staples did not fully insert into the tissue. The instrument was reloaded with susequent reloads and performed without any more problems. Reload was not recovered following the procedure. There was no consequence to the patient.